Event description:
The customer reported a malfunction alarm with the code malf 0, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.